Event description:
The patient was revised because of poly wear.

Manufacturer narrative:
The patient was revised because of poly wear. Examination of the reported device was not possible as it was not returned. It was reported the device was primarily implanted in 2001 and revised for poly-wear in 2014. Material wear after this amount of time implanted is not unreasonable to find. A search of the complaints databases against the t5nd41 lot code found one other report for poly wear and osteolysis and was implanted for over thirteen years as well. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.